Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported finding a fluid leak following a simulated treatment. The nurse was training a patient using a "tummy dummy." There were no alarms during the simulated treatment. When she was finished with the treatment, she opened the cassette door and discovered a leak. There was a fluid leaking from the membrane on the back of the cassette. She retained the set and is making it available for evaluation.